Event description:
The patient contacted animas alleging that the pump continued to self-reboot. The patient mentioned he replaced the pump's battery; however, issue not resolved. At the time of troubleshooting, the patient confirmed no visible damage to pump or battery cap. The reporter also confirmed battery cap was able to secure to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box history did not show any power events between (B)(6) 2011 and (B)(6) 2011. During investigation the pump booted to the verify screen and was exercised for 24 hours without interruptions. Unrelated to the complaint, the display screen was found to be miscolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.